Manufacturer narrative:
Device evaluation summary: during evaluation of the device it was observed parallel lines of creases on the anterior view of the device. No additional anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade ii (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an unspecified breast implantation procedure with mentor memorygel breast implants 450cc and experienced bilateral capsular contracture baker grade ii (r) and baker grade IV (l) and device rupture on the left side. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 270cc, catalog number smpx270, serial number (B)(4) (r) and serial number (B)(4) (l) on (B)(6) 2019. This report is for the right side.